Event description:
It was reported to philips that the heartstart xl device cannot store power. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. The customer was provided with a replacement battery to resolve the issue. It has been concluded that no further action is required at this time.